Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during removal of a bile duct stone on (B)(6), 2011. According to the complainant, the nurse was unable to retract the brush into the sheath. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual evaluation of the returned device found the brush fully extended, and the brush would extend and retract as intended when the handle was actuated. The device was then inserted into a duodenoscope and functioned with no issues both when the scope was straight and fully deflected. The condition of the returned device was not consistent with the complaint of difficulty retracting; the complaint was not confirmed.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during removal of a bile duct stone on (B)(6), 2011. According to the complainant, the nurse was unable to retract the brush into the sheath. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.